Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an infusor pump which "delivers incorrect doses" was not confirmed nor duplicated during product evaluation. Delivery accuracy tests were performed and found the pump to be delivering within specifications. Therefore, no assignable cause could be provided for the reported condition and no repair was necessary. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported an infusor infusion pump with a condition of "delivers incorrect doses," which was identified during bio-medical service. This condition may have been an overdelivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.